Event description:
It was reported that the device was inserted in the left leg and was to be advanced over the horn to the right thigh to treat a graft. The device was advancing without issue, but met resistance going over the horn. Under fluoroscopy, it was noted that the integrated wire was completely separated. The catheter was removed. After several hrs, the wire was snared. No pt effects were reported.